Manufacturer narrative:
Correction: redacting a1(patient ID): mrn on h10.

Event description:
It was reported from cicu that a pcu was running with four modules attached. Channel c alarmed "syringe calibration required" and was no longer running, however all other channels continued to run. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient ID: (B)(6). Patient age is less than 1 year (unspecified). Although requested, further information was not provided.

Event description:
It was reported from cicu that a pcu was running with four modules attached. Channel c alarmed "syringe calibration required" and was no longer running, however all other channels continued to run. Although requested, further information was not provided.